Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pek323 batch number, and no non-conformances were identified. Additional investigation summary: five unopened samples and one unused opened sample of product code z990, lot pek323 was received for analysis. The complaint sample was not returned for evaluation. During visual inspection of the opened sample, the swage area, tip and body needle were noted to be as expected. The suture was examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. Besides, five unopened samples were visually inspected, no defects were found on the packages. The samples were opened, and the swage area, tip and body needle were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. In addition all samples, were tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no breakage suture or breakage needle was found and the tested samples met the finished goods requirements. Additional investigation summary: a suture needle was received for evaluation. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. In addition, two suture pieces were noted attach to needle and the end were noted cut by use of a surgical instrument. The product code is loop and the other section was not received for evaluation.

Manufacturer narrative:
Additional summary: only a picture was returned for analysis. Upon visual inspection of the picture, a broken needle and no suture damage could be observed. However, no suture breakage was found conclusion could be reach as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please verify the issue; did the needle pull off from the suture thread? Or the suture broke? The suture was being used in a c-section case. The suture broke at a single point I have attached two pictures for reference. How was case completed? Is the actual or representative samples available for evaluation? The affected product can be returned for evaluation in addition to others that were not used from the same lot #.

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2019 and the suture was used. During the surgery, the needle broke inside the patient. It was also reported that the suture broke at the single point. There were no patient consequences reported.